Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery, an ophthalmic phacoemulsification handpiece became warm and did not work after several seconds of giving phaco power. No system message was displayed. There was a patient contact but no harm to the patient.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet specifications. The phaco handpiece was found to meet specifications as related to the reported event; therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).